Event description:
It was reported the device was used during an unk procedure. It was reported by the sales rep the device would not fire. No other details are available. There was no consequence to the pt.